Event description:
It was reported that the system 5 single trigger rotary handpiece allegedly ran without activating the trigger during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 5 single trigger rotary handpiece allegedly ran without activating the trigger during testing or set up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The reported event was not able to be confirmed as the handpiece was not returned for evaluation. Device not returned for evaluation.